Event description:
It was reported by the patient's spouse that the patient had died. Paramedics were called and used external defibrillation and the spouse was questioning why the implantable cardiac defibrillator did not shock the patient. The spouse also indicated that the patient had stopped eating and had heart "stuff". Also indicated was the cause of death reported to be hypertensive arteriocardiovascular disease and chronic obstructive pulmonary disease.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.